Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an open hepatectomy, ¿remove instrument from patient/ clean blade¿ was displayed at the beginning of the operation. The nurse cleaned the blade with a wet gauze, then a quarter of the blade from the tip was broken off outside the patient. The surgeon commented that the device might have touched a suction tube. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.